Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of the diaphragm valve. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.